Event description:
It was reported that the patient with this artificial urinary sphincter (aus) has experienced urinary incontinence after having the aus implanted. The patient underwent a revision surgery, during which, it was noted that the existing cuff was not tight enough; however, the physician believes that the cuff adequately sized and properly located in the urethra. Therefore, they decided to add a second cuff. There were no patient complications reported.